Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing a jam with the thumbwheel, and the activation failure. The condition of the system resulted in the difficult to remove which led to the forceful removal of the system that likely contributed to the stent deformation. It was reported the device the removed with force. It should be noted that IFU, absolute pro vascular self-expanding stent system instructions for use, states, ¿failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.¿ the IFU violation did not contribute to the reported difficulties; therefore, notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with mild calcification and mild tortuosity. The 8x60mm absolute pro self-expanding stent system (sess) was advanced to the target lesion. The stent was being released; however, after nine tenths of the stent had been released, the thumbwheel became stuck. The delivery system was forcefully pulled out, and the stent remained in the patient and was noted to have become deformed. Therefore, the stent was punctured, and a balloon was used to expand the stent. The stent remains patent in the target lesion. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.